Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to not having been adjusted for daylight saving. Customer's blood glucose level was between 150-200 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.